Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found from the following fields: d9 and h2, h3. Failure analysis (fa) information can also be found in section h10. Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint "the black insulation on the fenestrated bipolar forceps was defective¿. Failure analysis found the primary failure of damaged conductor wire insulation to be related to the customer reported complaint. The instrument was found to have damage to the conductor wire¿s insulation. The instrument passed the electrical continuity test. The wires were found to be exposed within the insulation. The probable root cause of this failure is attributed to component failure

Manufacturer narrative:
A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the fenestrated bipolar forceps instrument be returned for evaluation. However, the instrument has not yet been received at the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. No image or video clip for the reported event was submitted to isi for review. A review of the instrument log for the fenestrated bipolar forceps (part #471205-17 / lot #k12211122 0434) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via system serial (B)(4). There were 5 uses remaining after this last usage. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument had black insulation damage after the procedure. The damaged/broken conductor wire insulation has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after an unspecified da vinci-assisted surgical procedure, the black insulation on the fenestrated bipolar forceps was found to be defective. The procedure was otherwise completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and the following information is obtained: the reporter could not provide the requested information due to internal hospital guidelines.